Event description:
The customer received questionable results for thyrotropin (tsh) on one patient sample. All results are in miu/ml. The customer had also indicated that the instrument was not performing auto-dilutions correctly. All of the testing was performed on two analytical e modules (emod), but the customer did not clarify what emods were used. When the sample was run straight, the initial result was > 100, accompanied by a data flag. The analyzer performed an auto-repeat on a 1:10 dilution and generated a result of 0.352. The customer then repeated the sample and manually ordered the dilution. The customer indicated they had ordered the manual dilution by checking the pre-dilution box and selected a 1:10 dilution in the dropdown box. Customer support explained to the customer that the analyzer had pre- diluted the sample 1:10, and then had performed an additional 1:10 dilution on the pre-diluted sample. This resulted in a 1:100 dilution of the sample and generated a result of 1.06. The result of the offline dilution was 0.133. The sample was repeated straight an additional time and generated a result of 1.08. The customer deemed the repeat results to be the correct results. There were no erroneous results reported outside of the laboratory and there was no adverse event. The lot number and expiration date of the tsh reagent in use was requested, but was not provided by the customer. The field service representative could not determine a cause for the issue. He checked the emods for operation and parameters. He performed performance testing on the emods.

Manufacturer narrative:
On further follow up, it was determined that the dilution that generated the result of 0.133 was made by the customer performing a 1:10 dilution by hand. The customer then programmed the analyzer to perform a 1:10 dilution. It was also determined the result of 1.06 was generated by running a straight sample that the analyzer was programmed to perform a 1:10 dilution.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch on questionable tsh results on emod serial number (B)(4), refer to medwatch with patient identifier (B)(6).

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Instrument performance checks were within specification. Based upon the information provided, a reagent issue can be most likely excluded.